Event description:
It was reported that: on the right jugular central venous line, the extension hub of the distal line broke (brown connector). It was discovered because a leak was noted on this line. This line was perfused with g5% + mgso4, catheter was disinfected with uncolored chlorhexidine. Distal line clamped. Patient was reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: on the right jugular central venous line, the extension hub of the distal line broke (brown connector). It was discovered because a leak was noted on this line. This line was perfused with g5% + mgso4, catheter was disinfected with uncolored chlorhexidine. Distal line clamped. Patient was reported as fine.